Manufacturer narrative:
Correction: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, an 840 ventilator's compressor became inoperable. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The field service engineer (fse) confirmed the reported incident by reviewing alarm logs and diagnostic codes. The compressor became inoperable due to a loss of ac power. Fse ran the unit in a ventilation mode without any problems. Unit passed an extended self test (est), short self test, (sst) and applicable performance tests according to manufacturer's specifications.